Manufacturer narrative:
The reported sensor (B)(6) was returned and an investigation was performed. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data were extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination), and it was noted that a brownout reset event with corrosion was observed (indicated by an event code 19). Removed the sensor plug and visual inspection was performed, no issues were observed. The sensor was to de-case and evidence of liquid contamination was observed on pcba (printed circuit board assembly). An extended investigation was also performed. Visual inspection was performed and liquid contamination was observed on pcba. It was concluded that the cause of the abnormal termination was due to the liquid contamination on the pcba. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from erica frank, +510-424-2454, erica.frank@abbott.com to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Event description:
Customer reported receiving an unspecified error message after 7 days of wearing the adc freestyle libre sensor. Customer experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness. Customer had contact with healthcare provider who obtained a reading of 20 mg/dl on the hcp meter. Customer was diagnosed with hypoglycemia and received unspecified treatment "to get blood pumped". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an unspecified error message after 7 days of wearing the adc freestyle libre sensor. Customer experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness. Customer had contact with healthcare provider who obtained a reading of 20 mg/dl on the hcp meter. Customer was diagnosed with hypoglycemia and received unspecified treatment "to get blood pumped". There was no report of death or permanent impairment associated with this event.